Event description:
Treatment of a large aneurysm of the trifurcation of the mca (middle cerebral artery). During the procedure, it was reported that the 2.50mm x 20mm ped (pipeline embolization device) was advanced out of the marksman catheter after the marksman catheter's tip was positioned a few millimeters from the distal edge of the aneurysm neck. At this point, the physician attempted to deploy the ped and formed a cigar shape; however, the ped could not be released from the capture coil despite rotating the pushwire. After several attempts of trying to release the pipeline from the capture coil, the navien catheter pulled down on the marksman with the ped (not yet open) inside it. It was noted that the navien did not give much support during the pipeline deployment attempts as it kept on moving up and down. The pipeline, pushwire, marksman and navien were all removed from the patient. The physician decided to complete the procedure with a new marksman and ped, but without the navien. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found fully opened and released from the capture coil; however, the capture coil was found damaged and may have contributed to the event cause. All products are 100% inspected for damages and irregularities during manufacture. (B)(4).